Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate therapy due to incorrect interpretation of signal. Programming changes were made to restore normal parameters. The patient status was unknown.